Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture in the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-oct-2018 with the following findings: a review of the black box showed no power interruptions. No data was found in the black box from the time of the reported intermittent power issue due to continued use. The battery compartment was cracked alongside of the pump, and no damage was found to the battery cap. The pump was exercised with no power issues occurring. Corrosion was found in the battery compartment. The pump leaked at the battery compartment. The pump was opened and no further evidence of moisture was found. The battery cap contact measurements were found within specifications. The alleged power issue was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.